Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had fallen and a lesion was observed at the cervical spine. The physician attempted to demonstrate the patient notifier but it would not vibrate. It was noted that the device had normal functions despite being subjected to MRI. No intervention or patient symptoms were reported.